Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e172001 captures the reportable event of abscess.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2023. The patient developed an abscess around the spacer and suffered from epididymitis. Therefore, the patient was hospitalized on (B)(6) 2023, and was treated with antibiotics. The patient was discharged on (B)(6) 2023. Later, on (B)(6) 2024, the patient was readmitted and treated with another antibiotic. His condition improved, and he was discharged on (B)(6) 2024. At the time of this report, it was reported that the patient's abscess had almost disappeared. No further information has been obtained despite good-faith efforts.